Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative ii confirmatory assay. Normal complaint activity was identified for reagent lot 85260fn00. The sample that generated the false confirmed architect hbsag ii confirmatory result was not available for return, therefore sample specific testing could not be performed. Testing of panels which mimic patient samples was performed using a retained kit of lot 85260fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative ii confirmatory assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient/donor information was provided. (B)(6).

Event description:
The customer reported a (B)(6) architect hbsag qualitative ii confirmatory result. On (B)(6) 2018 the sample was repeat reactive for architect hbsag qualitative ii assay (B)(6). The sample generated an initial confirmed (B)(6) result and when retested generated (B)(6) (not confirmed) results. No adverse impact to patient management was reported.